Event description:
Reporter stated that the advantage iii meter has a burn mark on the battery cover. Reporter indicated that the device owner's maid alleged that the meter has "exploded." No associated injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.